Event description:
It was reported by the rep that the one hp052 was used during a laparoscopic adrenalectomy procedure. It was reported that after using the lcsc5 and the luke for about fifteen minutes, temporary long tones were received. A steady long tone was then received and the test tip was used. Troubleshooting determined it was blade. Blades were switched and not five minutes into the procedure, the long tone was received again. The test tip still blamed the blade, and the handpiece was switched until the system worked fine. The handpiece would not allow the cs to work. The or time was extended by ten minutes.